Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer reported that the patient's implantable neurostimulator (ins) sometimes felt like it was moving. It was also reported that since implant of the ins, the patient experienced a "quick zap" or "shock." The reported stated that, at the beginning, if the patient was at a red light and pulled out too fast their body would jerk and they felt a quick "zap." It was noted that the patient had gotten used to that. The patient also felt a shock in their foot and "jump" from it. It was stated that it was quick and then would go to a different area. This was first noticed in (B)(6) 2016. The patient was programmed and now had the adaptive stimulation. The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type I. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a family member/friend of a patient and that patient that reported that the patient has had to shut off the implantable neurostimulator because it had been zapping her intermittently when she uses the bathroom and it seemed to be getting worse since february of 2016. The patient also noted that there was a knot at the implantable neurostimulator site since implant.